Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling sick, tired and sweaty and thirsty again. Her dexcom receiver was egv 142 mg/dl and her bg fs was 59 mg/dl. The patient administered hypopen glucagon injection while waiting for the ambulance (not discussed who called ambulance). She was given glucose gel. Patient was sent to the emergency room (ER) and got discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.